Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 625cc, catalog number 3501695, serial number unknown, lot number 5676680 (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast reconstruction revision with saline mentor smooth round moderate profile 625cc breast implants and experienced deflation on the left breast implant. As a result, the patient will undergo removal and replacement with saline mentor breast implant of unknown type on (B)(6) 2018.

Manufacturer narrative:
On 9/7/2018, the mentor failure analysis lab received the device for evaluation. Additional information also received on 9/7/2018 indicates that the patient underwent bilateral removal and replacement with saline mentor smooth round moderate plus profile 700cc, catalog number 3502700, lot number 7376339 (l), and saline mentor smooth round moderate plus profile 650cc, catalog number 3502650, serial number (B)(4), lot number 7584724 (r). Device evaluation summary: the device was returned to mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team (pe) discovered a rent of 0.1 cm within a crease located on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 5676680 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).